Event description:
It was reported " noticed throughout the procedure cartridges were slightly more difficult to insert but still seemed to be locking in properly. Before placing the 6th implant, the delivery system needed to be reset. It seemed like the trigger hadn't been fully retracted after last implant delivery. Physician successfully inserted atc cartridge into delivery system and attempted placement on patients left proximal slightly anterior to first proximal implant. After retracting needle/3rd pull the keyhole showed metal that looked like the needle, not a CT or ue. Successfully removed delivery system but the tip of delivery system showed the needle was broken in half. We used vo to look inside patient and saw needle tip floating at the base of the bladder. Physician used a grasper to remove tip of needle through rigid cysto sheath. Patient had some irritation to the bladder wall from needle which resulted in placement of a catheter. Patient had catheter removed next day and does not report any additional concerns".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " noticed throughout the procedure cartridges were slightly more difficult to insert but still seemed to be locking in properly. Before placing the 6th implant, the delivery system needed to be reset. It seemed like the trigger hadn't been fully retracted after last implant delivery. Physician successfully inserted atc cartridge into delivery system and attempted placement on patients left proximal slightly anterior to first proximal imlant. After retracting needle/3rd pull the key hole showed metal that looked like the needle, not a CT or ue. Successfully removed delivery system but the tip of delivery system showed the needle was broken in half. We used vo to look inside patient and saw needle tip floating at the base of the bladder. Physician used a grasper to remove tip of needle through rigid cysto sheath. Patient had some irritiation to the bladder wall from needle which resulted in pla cement of a catheter. Patient had catheter removed next day and does not report any additional concerns".